Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus programmable valve was implanted in a patient on (B)(6) 2020. On (B)(6) 2021 the patient was admitted to the hospital with the following diagnosis: "g91.1 obstructive hydrocephalus. With valve opening pressure - 7. With suspicion on liquorodynamic disturbances and dysfunction of the cerebrospinal fluid-shunting system." Computed tomography of the brain showed radiographic signs of shunt dysfunction. Magnetic resonance perfusion of the brain showed a decrease in the size of the ¿liquor spaces¿ in the patient. The patient underwent a general x-ray of the skull. ¿under x-ray control, the ventricular peritoneal shunt valve was corrected.¿ as a result of the manipulations the position of the radiopaque markers did not change. Examination status: detection of inflammation in the projection of the cerebral spinal fluid (csf-shunt system) was not detected, the reservoir of the ventricular peritoneal shunt pump was pumped freely. When checking the opening pressure of the pump valve, the indicator was 4-5. With repeated attempts to change the opening pressure, the indicator did not change. The result of the research: according to the ¿rg-graph,¿ the opening pressure of the pump valve was -4. Attempts to change the pressure under the control of the rg-graph are unsuccessful. The discharge diagnosis was obstructive hydrocephalus. Vps carrier - codman certas - valve dysfunction. Liquorodynamic disorders - split syndrome (g91.1).¿ the reported doctor's conclusion was the following statement: ¿the child has a dysfunction of programmable pump valve - the inability to change the valve opening pressure.¿ doctor prescribed the replacement of a part of the csf-shunt system. The shunt was explanted on (B)(6) 2021.

Manufacturer narrative:
The certas valve was returned for evaluation: DHR: lot 4029204, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected a bump mark was noted in the upper casing, the rotating construct was stuck in the up position, as well as small cuts/tears in the silicone housing around the siphon guard. The valve failed the pest for programming; the rotating construct did not move. The valve passed the tests for occlusion, reflux, siphon guard and pressure. Root cause: the root cause for the bump mark in the top of the valve casing, for the rotating construct stuck and for the issue reported by the customer is due to the valve receiving a hard knock. The root cause for the cuts/tears in the silicone housing is due to user error as noted in the IFU, silicone has a low cut/tear resistance.

Event description:
N/a.